Event description:
It was reported that during a stenting procedure, stent damage occurred. In 2009, the express biliary stent 10.0x60mm was advanced through the intrahepatic bile duct and implanted in the common bile duct. Drainage was performed successfully, and the patient was discharged from the hospital. Three months later, it was reported that bile "didn't flow well." The patient's serum protein, bilirubin and c reactive protein levels were elevated. At approximately the end of the following month, the stent was found to be "torn off twisted" at about 2cm from the lower end. The stent was "torn off almost completely." One month later, 2 new stents, one express 8x57mm and one express 8x37mm, were placed in the existing stent, to improve drainage. No further patient injuries or complications were reported. The patient status is reported as "no serious injury."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication.